Event description:
Part 1104hm - during placement of an intercranial pressure monitoring bolt the neurosurgeon noted that the bolt would not screw into the hole made by the drill. While repositioning it, the bolt broke off inside the patient's head. The neurosurgeon was able to retrieve the piece remaining in the patient with a clamp. The neurosurgeon was then able to place a ventriculostomy.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Section h4 - manufacturing date: 06 feb 2023 section d4 - expiration date: 06 feb 2026 sterile date: 18 feb 2023 device history record review: unit has passed all the required tests. No manufacturing defects or non-conformances observed. No associated capas complaint history review/trend analysis: (24 months review and percent of sales) 0 previously confirmed "integ-broke in use" complaints within the past two years. 5,492 1104hm units sold within past two years. Failure rate = 0.04% risk management review: a review of doc-047178 medical device hazard analysis (rev 05), identifies the hazard situation as "6.3 silicone shears off catheter tip during insertion or removal: a) silicone material, tolerancing vs. Stylet, or silicone attachment insufficient / non-robust for intended use. B) physician inadvertently tears silicon with stylet or catheter" based on complaint of "bolt broke off inside the patient's head." The risk level is considered low. This determination is based on the information received from the customer. Root cause/failure investigation: the customer did not return the device for evaluation. Customer reported the following information: "during placement of an intercranial pressure monitoring bolt the neurosurgeon noted that the bolt would not screw into the hole made by the drill. While repositioning it, the bolt broke off inside the patient's head. The neurosurgeon was able to retrieve the piece remaining in the patient with a clamp. The neurosurgeon was then able to place a ventriculostomy." Failure mode: no device returned - unable to determine.

Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). No related capas. A questionnaire has being sent to the customer. Further investigation to be carried out.

Event description:
Part 1104hm - during placement of an intercranial pressure monitoring bolt the neurosurgeon noted that the bolt would not screw into the hole made by the drill. While repositioning it, the bolt broke off inside the patient's head. The neurosurgeon was able to retrieve the piece remaining in the patient with a clamp. The neurosurgeon was then able to place a ventriculostomy.